Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the colonovideoscope displayed error e315 (incompatible scope). The issue occurred during preparation for use for an unspecified procedure. The procedure was completed using a similar set of equipment. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device was not returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: although we have not received the actual product, the presumed cause from the suggested event is that the printed circuit board was short-circuited due to a leakage of liquid from the scope connector. Olympus will continue to monitor field performance for this device.